Manufacturer narrative:
Additional information was provided in h.6. Correction information was provided in d.4. And h.10.- lot/serial number was not populated in the previous reports submitted. "Product history records were reviewed and documentation indicated the product met release criteria". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The photo provided shows the lens still implanted in the eye. A black mark is observed on the photo in the upper left area of the eye. Due to the quality of the photo it cannot be confirmed if this is damage to the lens. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an implanted intraocular lens (iol) had a scratch/defect on it. The lens remains implanted. Additional information was requested.